Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found the clip-firing mechanism was not activated to fire the clip and the returned condition substantiated the reported product experience. Inspection indicated that the proximal end of the flex-guide was carved by the delivery tubeset when depressing the plunger to deploy the locator wings and initiate the thumb advancer deployment and sheath splitting, resulting in bent garage leaves that punctured and tore the sheath when advancing the thumb advancer. The thumb advancer deployment and sheath splitting were unable to be completed due to resistance. Potential contributing factors for flex-guide carving at the proximal end include, but not limited to: manufacturing deficiencies; however, every flex-guide is assembled and inspected during manufacturing. Also, the garage tube leaves were inspected during manufacturing. Anatomical conditions; there were no challenging anatomical conditions reported. Deployment technique: failure to maintain alignment between the tubeset and flex-guide when depressing the plunger to initiate the thumb advancer deployment can cause the tubeset to carve into the flex-guide. Based on investigation findings, the probable cause for the flex-guide carving is a failure to maintain alignment between the tubeset and flex-guide when depressing the plunger to initiate the thumb advancer deployment, causing the tubeset to carve into the flex-guide. Consistent with the reported experience, it was found that the safety release mechanism was utilized to release the locator wings to safely remove the device from the patients body as stated in the instructions for use. No manufacturing or quality deficiency was detected. A query of the complaint database for this lot based on actual investigation findings revealed no other incidents that exhibited flex-guide carving at the proximal end. A review of the product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this event. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician using the starclose device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, after compressing the plunger and the initial splitting of the sheath, there were difficulties in advancing through the tissue tract as the delivery tube was deflecting from the sheath. In accordance with the instructions for use, the safety release button was used to successfully facilitate device removal. Manual arterial compression was used to achieve hemostasis. A 6fr sheath was used during insertion of the device. There was no reported clinically significant delay in the entire procedure. The physician was reported to be trained in the use of the starclose device. There were no reported adverse patient sequelae. Though requested, no additional information was provided.